Event description:
The patient underwent a laminectomy decompression with fusion at l5-s1.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The possible part #'s are 8371040, 837-640, 8379130c, 8281246. No lot numbers were provided.

Manufacturer narrative:
Implant date: 2002. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a "bone graft spinal fusion." Immediately after surgery, the patient began experiencing intense itching and was treated with benadryl shots. The surgeon felt that this may have been due to antibiotics. However, the patient has since developed allergies to several food products and medications including narcotics and all antibiotics. The patient has been seen by an allergist and is following up for additional treatment and testing. The identity of the devices used is not known at this time.